Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hub leak is confirmed but the exact cause remains unknown. One 20 ga x 0.75 in ez huber infusion was returned in opened packaging with product information ref: shw20-75ys and lot: redt1683. Three additional product label lids were returned with product information ref: shw20-75ys and lot: redt1683. One product lid was returned with product information ref: shw20-75ys and lot: redt0573. Microscopic observation of the y site valve revealed no apparent damage. The sample was flushed from both luer connectors with water using a 12 ml syringe and was found to be patent to infusion. The distal clamp was activated in order to pressurize the device using the proximal connector. A bead of water with red residue was observed to form at the blue valve. Based on the condition of the sample returned, possible contributing factors include exposure to high pressures. The product IFU cautions, ¿high pressure or use with power injectors may cause leakage or damage.¿ a lot history review (lhr) of redt1683 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redt1683) have been reported from the same facility.

Event description:
It was reported the needles are leaking blood at y-port after flush. The facility reported three devices. This report addresses the third device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt1683 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redt1683) have been reported from the same facility.

Event description:
It was reported the needles are leaking blood at y-port after flush. The facility reported three devices. This report addresses the third device.